Manufacturer narrative:
Evaluation codes. Results (other): for use/user error contributed to the event. The device history record review confirmed that the device met all the material, assembly and performance specifications. Upon receipt of the device, the coil was observed to be broken, which changed the original report to a reportable event. The device was returned inside a non boston scientific microcatheter. Visual inspection of the device noted that the pusher wire was kinked at the proximal end. The device was jammed inside the microcatheter and this was cut to remove the device. A large amount of blood was observed inside the microcatheter and on the device. The device was found to be extensively stretched. Microscopic examination revealed the coil was broken from the pusher wire at the poly ethylene (pet) junction. The inner coil had been partly pulled back into the fluoroethylene polymer (fep) angle cut. From device analysis, it would seem that the device was retracted with some force, resulting in the pusher wire being pulled away from the main coil at the pet junction. Our investigation revealed that the customer maintained insufficient flush during the procedure as demonstrated by the presence of a large amount of blood in the microcatheter and on the device. The directions for use (dfu) states: "continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone." A non-boston scientific microcatheter was used with the device that may not have been compatible with the device. Dfu contains language regarding this: "only gdc-10 360 degree coils and gdc-10 360 degree soft coils should be delivered through boston scientific "-10" infusion catheters." And "the gdc is designed to be delivered through a boston scientific 2-tip infusion catheter. The compatibility of the gdc system with other catheters and with other coil delivery devices has not been established." Consequently, insufficient flush and usage of a non- boston scientific microcatheter that possibly was not compatible with the subject coil may have led the physician to apply some force during the procedure, which could be a potential cause of the device breakage. Therefore, a root cause of use/user error was assigned to this investigation.

Event description:
It was initially reported that the physician was unable to deploy the coil into the posterior cerebral artery (pca) aneurysm. The coil was successfully removed without any complications to the patient. Upon receipt of the device for analysis. It was found that the coil was broken at the poly ethylene (pet) junction, making this a reportable event.